Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that for the last two weeks the customer had been receiving occlusion alarms. There was no impact to the customer's blood glucose level. Reportedly, the customer would receive the occlusion alarms and resume insulin delivery. During the call with tandem technical support the customer was not experiencing an occlusion alarm. No troubleshooting or a system check to determine a possible cause of the occlusion was able to be performed.